Manufacturer narrative:
Device analysis conclusion: the oad and wire were received at csi for analysis. Visual examination revealed the oad driveshaft was fractured on the distal edge of the crown. The fractured distal driveshaft was returned engaged on the guidewire. Scanning electron microscopy analysis revealed signs of fatigue. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The oad operated as intended during functional testing. At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the right coronary artery (rca). The vessel had a severe angle in one location. Following four oa treatments on low speed, the physician noticed the driveshaft had fractured on the proximal side of the crown. Retrieval with a snare failed, but the fragment was captured with an extension catheter and balloon. The procedure was successfully completed with placement of a drug eluting stent. The patient's condition was good following the procedure. The procedure was delayed by more than one hour.